Event description:
Staff collecting blood culture from ij line when device removed, inside tip of blood culture device broke off remaining inside the lumen. IV therapy assessed and stated that nipple tip of culture adapter broke off and was lodged inside one lumen of central line which was then removed.